Event description:
A baxter engineer reported a pump with failure code 570. This failure code occurred during bio-med testing. There was no pt injuryor medical intervention necessary according to the hosp rep.